Event description:
It was reported the patient was receiving minimal relief from the scs system. As a result, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Section d3: date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.